Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe tip appeared to be stretched. The issue occurred during setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: over time or due to handling, the tip of the sheath may stretch, requiring additional x-ray examinations, prolonging treatment time. However, the cause could not be determined because the phenomenon was not reproduced. The event can be detected/prevented by following the instructions for use which state: "chapter 3 usage. 3.5 how to use this device. Observation of ultrasound images [caution]: -do not push or pull the ultrasonic probe with strong force or pull it into the bend of the endoscope while the probe is in the activated state (unfrozen state). Push and pull the ultrasonic probe slowly, especially when the endoscope is strongly bent or forceps is being raised. Strong force or sudden movements may cause image distortion or damage to the ultrasound probe. -when driving the ultrasound probe, return the endoscope curvature and forceps rise as much as possible. Driving the probe with a harsh probe shape may lead to image distortion or damage to the ultrasound probe.". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.